Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null, device history batch: null, device history review: null.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical record received. After review of medical record , patient was revised to address loosened, malpositioned acetabular component. Revision notes stated that extraneous bone was removed. Cup, liner, head and screws were removed. Doi: (B)(6) 2008; dor: (B)(6) 2008 (left hip); doi: (B)(6) 2008 (cup&screws).